Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name : requested, not provided. E3: occupation: surgical tech. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 would not hold air in the pillows of the band. There was a leak where it connects to the pillows. A hematoma developed. The patient was fine, and the procedure was successful. Additional information was received on 12 jun 2023: procedure performed prior to using the tr band was a left heart catheterization (lhc). The amount of air injected into the tr band was not available. The tr band immediately deflated. The device was not manipulated before use in any way. Product was stored on the shelf. A sheath was used at the access site. Patient had a hematoma and they held manual compression to achieve hemostasis. The hematoma size was not confirmed. The estimated blood loss was not available. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no.1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There was no air left in the band. The tr band was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. No air bubbles were observed. The sample passed leak testing. Another leak test was performed. Approximately 15ml of air was injected into the band and left to stand for 12-24 hours. After the time elapsed, 10ml of air was found in the balloon. Since the air in the band was less than 13ml, this sample failed the leak test. The sample was subject to water leak testing again. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. The device history record (DHR) could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).